Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette had a leak. This occurred during setup of peritoneal dialysis therapy. The technical service representative assisted the patient with ending therapy and advised to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.